Manufacturer narrative:
Natus medical resolved the issue with a replacement of the light box,confirm by customer. The product was installed in 2/25/2013, therefore a manufacturing defect is not likely to have caused the light box failure and DHR review is not applicable. Service records for this account were reviewed. No records related to this unit nor complaints were found. Factory service technician performed the observation of the lightbox and there is no damage on light box found. Or any sign of melt or burn. Investigation is complete.

Event description:
The customer reported to natus about their neoblue blanket system was measuring low with radiometer maxed out was 21 [lower than the spec]. Natus technical service confirmed that there was no mention of death/serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
Additionally natus medical factory service engineering and quality analyst performed testing of the lightbox. First, the control lightbox's potentiometer was adjusted to maximal, and the readings of 5 locations on a light pad were documented. Then, the customers' lightbox was measured at the same 5 locations on the light pad as well. (Note: the customers already adjusted theirs lightbox's potentiometer to maximal.) No fault found. Investigation is complete.